Manufacturer narrative:
A ge representative evaluated the system and adjusted the isolation transformer. The system operates as intended.

Event description:
It was reported that the system made a beeping sound and would not complete boot up. No pt injury was reported.